Manufacturer narrative:
Corrected information: the following two codes were inadvertently left out of the report 3012236936-2025-0002653. Health effect - impact code: 4625 - additional surgery. Health effect - clinical code: 2523 - eye burn. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 10/29/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened vrt-ai was received within ziplock bag; lot number cannot be confirmed. Drain bag was not included, and an opened alcon irrigation solution bag was included. A visual inspection of the returned product revealed that the aspiration, irrigation, and irrigation inlet tubing was cut. The spike drip chamber was not attached or included. The reported event cannot be confirmed as irrigation testing could not be performed due to the condition of the returned product. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using infusion tubing pack, there was no irrigation during ultrasound (us) and a thermal burn occurred. The account also reported that the patient's wound was sutured at the end of the surgery. The procedure was successfully completed. It was found that the patient's intraocular pressure was low one day post-operation. No further information was provided.